Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple button alarms. Reportedly, there was nothing pressing the button. There was no impact to the customer¿s blood glucose. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Reportedly the customer had an alternate pump for insulin therapy.